Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down . No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).